Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with slight corneal folds and radial tear in the left eye during laser assisted cataract surgery. Doctor thought the laser might have caused the issue.

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. There were no technical services requested or performed related to the reported event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).